Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The der state that surgeon performed an acetabular revision on an old aml or asr cup originally implanted back in the late 1990's. The ceramic head had shattered recently. The surgeon removed the old cup and replaced it with a 62mm pinnacle multihole gription cup. He used a 62mm x 36 lipped poly liner. He chose a 36 x1.5 ts ceramic head. Patient wanted his old parts, so they aren't available to send back. Doi: unknown; dor: (B)(6) 2017; unknown affected side.